Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. Photograph displaying peg tube in situ was provided. Peg tubing appears used. No apparent damage was observed to the visible portion of the peg tubing. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the patient experienced stoma site infection. Patient was prescribed antibiotic ceclor 500mg (1x3) for 7 days. The peg-j tube needs to be replaced due to age.